Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer's insulin pump had cosmetic damage and the escape button was not responding. Customer's blood glucose level was 92 mg/dl. Customer stated that the buttons of the insulin pump were already worn out and cannot verify if they were able to press anything on the insulin pump. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch. No button error alarm during testing. No unlocked keypad connector. Device received with cracked belt clip slot.